Event description:
The customer reported an inability to acquire lead 5. There was no report of pt impact.

Manufacturer narrative:
(B)(4): the customer reported an inability to acquire lead 5. There was no report of pt impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.